Manufacturer narrative:
Additional suspect medical device component involved in the event: model/catalog description: dbs directional lead sterile kit 45cm. Model number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7125181. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing unsteadiness and a loss of balance since having the dbs implant procedure. As a result, the patient fell and suffered a broken nose and lacerations on his face. Therefore, the patient was admitted to the emergency room for assessment and was discharged the same day. The physician did not believe the symptoms were stimulation related however, he believed it may be a post-surgical side effect that is expected to subside over time. Additionally, the physician assessed that the patient has slight neuropathy which may also have caused the balance issues. The neuropathy is not believed to be device related.

Manufacturer narrative:
The devices were not returned for analysis as they remain implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed these devices met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that gait difficulty and falls are known risks with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Additional suspect medical device component involved in the event: model/catalog description: dbs directional lead sterile kit 45cm model number: db-2202-45 serial number: (B)(6). Batch/lot number: 7125181 unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing unsteadiness and a loss of balance since having the dbs implant procedure. As a result, the patient fell and suffered a broken nose and lacerations on his face. Therefore, the patient was admitted to the emergency room for assessment and was discharged the same day. The physician did not believe the symptoms were stimulation related however, he believed it may be a post-surgical side effect that is expected to subside over time. Additionally, the physician assessed that the patient has slight neuropathy which may also have caused the balance issues. The neuropathy is not believed to be device related.